Manufacturer narrative:
Patient identifier not made available from the site. On 10/24/2016 a medtronic representative performed two navigation system check-outs, one in the morning and the second later in the after. All areas passed and the navigation system performed as intended on both occasions. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported the malleable suction was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, approximately half-way through a functional endoscopic sinus surgery (fess), the site's malleable suction stopped tracking. In trouble-shooting, the interference value on the patient tracker was 0.4. Changing the ports used did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.